Event description:
It was reported that the catheter was broken. A direxion catheter infusion was selected for use. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the catheter was broken. A direxion catheter infusion was selected for use. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the target lesion was located in the severely tortuous artery. Flushing was not continuously maintained in-between during procedure. The fracture occurred during withdrawal, when the catheter was strongly pulled back, the device got fractured almost 2cm at the distal tip on the edge of the catheter.